Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the returned device and found the device in a clean but used condition with the jaws open with the lock in the "off" position. The cord was also cut off the device including the device data tag. No functional testing could be performed. The distal end was inspected under 10x magnification. The insulation and the flare are in good condition. The jaw aperture seems low and was measured at 0.236" which is at the low end of spec (spec. 0.25" - 0.4". When the jaws are closed and the blade advanced you can see the jaws are not parallel. The jaws are misaligned and do not mesh well. The jaws appear bent. When the jaws are inspected from the top you can see they are skewed sideways indicating possibly being twisted. The customer did report that the "black rods were twisted" which would confirm this. The device was mechanically tested - the jaws open/close and the jaws rotate as designed. The blade advances with a little friction and won't retract completely when the jaws are closed. It will however snap back in place when the jaws are unlocked. A closer inspection found that the top jaw is bent and twisted which is causing friction for the cut blade to advance and retract. The lock was tested numerous times and found to function as intended. The jaws did not get stuck closed during the evaluation. The original equipment manufacturer (OEM) reported that the skew, mesh and aperture are 100% inspected on the manufacturing line so this device would not have passed inspection with the jaws misaligned as they are right now. Use. Based on the evaluation, the customer's complaint of the jaws not opening could not be reproduced. The jaws opened and closed without issue with the lock on or off. The jaws did not get stuck closed at any time during testing. Visual inspection did confirm that the jaws are bent and twisted from improper use.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
Myomectomy surgery. During the same, 3 forceps were used, 2 failed. The first was used once, and the mandibular stopped opening, it got stuck by bending or twisting the black rods. The second one lasted 20 min, when they are positioned on top of the myoma, only by making a small force to remove the tissue, the black rod is twisted, it deforms and does not allow the clamp or mandible to open again. It gives the impression that it can not withstand the tension or pressure on tissue.